Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed a fall-off test. Upon investigation connector j704 was pulled from the distribution node pca, causing the test failure. The root cause for the damaged connector was excessive force on the trunk cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was receiving adjust belt messages.